Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to an elevated sensing integrity counter (sic), and high atrial rate episodes. The same day the patient had lost consciousness due to respiratory distress and was brought to the hospital. The emergency medical team detected pulseless electrical activity and initiated cardiopulmonary resuscitation. A shock was delivered using an external defibrillator, but the pulseless electrical activity was not resolved. The patient passed away.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2006; 479688 lead implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.